Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest on or about (B)(6) 2010. The plaintiff's attorney also alleged that the decedent experienced another cardiac arrest, on or about (B)(6) 2010, before subsequently expiring after the use of the product.

Manufacturer narrative:
This is 1 event of 2 events reported for the same patient involving 2 separate products.